Event description:
It was reported that the patient experienced heart block. During an atypical flutter ablation procedure, a versacross access solution was selected for use. The physician mapped atypical flutter and performed anterior mitral line with a non-boston scientific rf catheter and then applied pulse field ablation (pfa) on the posterior wall and over the rf mitral line. The patient went into junctional rhythm after the first anterior septal lesion by the transseptal site. The physician completed mitral line with pfa. The patient was in junctional rhythm following pfa and went into wenckebach at the end of the case when waking up from general anesthesia. In the physician opinion, farapulse pfa may have stunned the av node. The wire from a versacross fixed curve kit was used inside a non-boston scientific sheath and dilator. There was no difficulty with the transseptal puncture workflow. None of the versacross wire was inside the patient when the complication began. It is not believed that access solutions contributed to the patient complication. The patient is expected to full recover. Patient was not hospitalized beyond standard care of time. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced heart block. During an atypical flutter ablation procedure, a versacross access solution was selected for use. The physician mapped atypical flutter and performed anterior mitral line with a non-boston scientific rf catheter and then applied pulse field ablation (pfa) on the posterior wall and over the rf mitral line. The patient went into junctional rhythm after the first anterior septal lesion by the transseptal site. The physician completed mitral line with pfa. The patient was in junctional rhythm following pfa and went into wenckebach at the end of the case when waking up from general anesthesia. In the physician opinion, farapulse pfa may have stunned the av node. The wire from a versacross fixed curve kit was used inside a non-boston scientific sheath and dilator. There was no difficulty with the transseptal puncture workflow. None of the versacross wire was inside the patient when the complication began. It is not believed that access solutions contributed to the patient complication. The patient is expected to full recover. Patient was not hospitalized beyond standard care of time. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross access solution risk documentation was completed and confirmed that the event of arrhythmia was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of arrhythmia and hear block are a known inherent risk of the versacross access solution device. The events are anticipated in nature as per the IFU for the versacross access solution as reported to bsc.